Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 45 mg/dl. Customer stated they gave a bolus 1.3 units. At 4 am woke to low sensor glucose 45 mg/dl and blood glucose 45 mg/dl with 3.3 active but customer doesn't recall taking any additional bolus also at 2 am sensor glucose was 238 mg/dl and that she ate 30 grams carbohydrates and took bolus. Customer had currently 374 mg/dl blood glucose and drank juice and suspended insulin pump until finger stick showed she was coming up. Customer declined low blood glucose troubleshooting for now. Customer had a history of sleepwalking and needed to know if she really woke up at 2 am and put in 30 carbohydrates and took a bolus as it stated on her insulin pump. No information about auto mode was given. The insulin pump will not be returned for analysis.